Event description:
It was reported to philips that the system was unable to power on and boot up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the system preparation of the coronary procedure. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was not starting. Upon troubleshooting actions, the rse advised the customer to turn on the mains power of the x-ray system. After turning on the mains, the system was returned to use in good working order.